Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized multiple times in the past 6 months for fluctuating blood glucose (bg) levels. The customer's blood glucose levels ranged from a "severe low" (no exact value was provided as contact stated the low was "undetectable"), a high bg level of approximately 500 (mg/dl) with ketones. And a "dry high" bg level of approximately 500 (mg/dl) with no ketones present. The contact believes the customer received insulin drips to address the elevated bg levels and sugar to correct the low bg level while in the hospital. Contact believes that hospitalizations were due to multiple intermittent under delivery. No alerts or alarms were reported by contact. No specific instances of insulin delivery being stopped were reported by the contact. Contact stated they were unsure of the reason for the low bg level but believes it was due to the pump. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.